Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, heavily calcified, 95% stenosed, mid, left anterior descending coronary artery. Following pre-dilatation, a 3.0 x 38 mm xience prime stent delivery system (sds) was advanced to the lesion, met resistance and would not cross due to the anatomy. It was observed that the proximal shaft of the sds had kinked and separated. As the separated end of the residual shaft was outside the anatomy, the sds was removed from the anatomy with no issues reported. A new 3.0 x 38 mm xience prime stent was used to successfully treat the lesion. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported kink and detachment of device component was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. Manipulation of the device by the physician while attempting to advance to the lesion resulted in the reported kinked shaft and detachment of a device component (shaft separation). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.